Manufacturer narrative:
This event is reported conservatively as the article did not specify that the patient events were unrelated to the onyx or the embolization procedure. B3. The date of earliest publication is used for the reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Avallone, s. V., levy, a. S., & starke, r. M. (2021). A rare case of streptococcus anginosus infectious intracranial aneurysm: proper management of a poor prognosis. Surgical neurology international, 12, 487. Https://doi.org/10.25259/sni_730_2021. Medtronic review of the literature article found that a 69-year-old male patient presented at the hospital with 5 month of dry cough, night sweats, and weight loss. Physical exam revealed a new diastolic murmur. Investigative transesophageal echocardiography (tee) showed a left aortic perivalvular abscess with vegetations and severe aortic insufficiency; a diagnosis of native valve subacute endocarditis was made. The patient's blood cultures were positive for streptococcus anginosus. The patient was discharged with a 1 month course of IV ceftriaxone and scheduled for a minimally invasive aortic valve replacement with possible aortic root reconstruction on completion of antibiotic therapy. On day 26 of antibiotic treatment, the patient presented to a local emergency room after have a first-time experience of seizure and loss of consciousness with no previous personal or family history. The patient was started on antiseizure medications. Head CT showed a 1.5cm rim enhancing lesion without hydrocephalus. The patient was transferred to the treating facility where he experienced another left-sided seizure. Magnetic resonance imaging (MRI) revealed a 1.4 x 1.4 x 1.6cm rim-enhancing lesion in the right middle frontal gyrus with surrounding vasogenic edema suggestive of a pyogenic abscess and findings suggestive of early cerebritis. Computed tomography angiography (cta) revealed a 1mm aneurysmal dilation in the m4 frontal branch of the right distal middle cerebral artery (mca). Imaging was highly suggestive of a mycotic aneurysmal rupture with bleed and active inflammation. The patient underwent superselective embolization with onyx-18 to embolize the aneurysm feeding vessels. There was no reported device malfunction/deficiency or intra-operative issues reported. The patient was stable during the procedure and afterward was transferred to the neurointensive care unit (nicu) as planned. The day after surgery, the patient developed seizures with partial status epilepticus. Brain CT showed rupture of the infectious intracranial aneurysm (iia) with subarachnoid hemorrhage. The patient was monitored closely. Two days later, follow-up CT revealed stable subarachnoid and intraventricular hemorrhage without hydrocephalus. The patient remained in the nicu for 22 days receiving antiseizure medications and receiving daily electroencephalograms. On leaving the nicu, the patient was transferred to hospital-adjacent rehabilitation for intensive therapy. After 4 months and remarkable recovery, the patient was deemed suitable to undergo cardiothoracic surgery for aortic and mitral valve replacement which was completed successfully. The patient was discharged home after 4 days. 6 months after cardiac surgery, the patient was readmitted to the hospital after suffering a left sided seizure with associated todd's paralysis, this was attributed to possible nonadherence. During admission, the patient suffered a pulmonary embolism for which an ivc filter was placed. The patient was discharged home with ordered daily physical, occupational, and speech therapy. The patient has continued with antiseizure medication and continues to recover.